Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a coyote nc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a coyote nc balloon catheter. No patient complications nor injuries were reported.